Event description:
Event description guidant received information that one month after this lead was implanted, the patient became symptomatic. At the followup, the lead would not pace at 7.5 volts. The doctor performed an invasive procedure to check the lead. Testing with the pacing system analyzer confirmed the lead was not working properly.